Event description:
Event description guidant received information that the patient's family is requesting reimbursement of expenses related to the prophylactic replacement of this implantable cardioverter defibrillator (ICD) relating to the advisory. Guidant received additional information that during the replacement procedure, this transvenous implantable lead exhibited atrial noise. The lead remains implanted. The device was returned for analysis.